Event description:
It was reported to philips that the system's c-arm was unable to perform geometry movements. The user had to restart the system several times to resolve the issue. No harm was reported to philips. Philips has started an investigation of this complaint.